Manufacturer narrative:
The insulin pump alarmed button error after boot up and intermittent button response on the esc button due to moisture damage on keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 284 mg/dl at the time of the incident. Customer was in (B)(6) and was trying to bolus but the buttons were not responding. Customer stated that the esc and act buttons were not working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.